Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 5000mcg/ml via an implantable pump. Per the patient their total daily dose with boluses around 1700-1800mcg/day. The indication for use was spinal pain. The patient reported that their ¿pump was cutting out on me and throwing me into withdrawals¿. Per the patient this has been happening over the last 3 months but had been especially bad the past 3 nights and he had to go to the emergency room 2 nights in a row. The patient¿s legs are "are full of pins and needles" and are "aching so bad."